Manufacturer narrative:
Per clinician's review of additional information received, "this is not off label as the implants were not removed and reimplanted. Per IFU, some adjustments can be made that are not off label". Hence device code off-label has been removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant medical products: left side; 325cc mentor smooth round moderate profile; catalog number: 3501650; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 325cc mentor smooth round moderate profile and was presented with right side capsular contracture baker grade iii postoperatively. As a result, surgical intervention was performed and same implant was re-used after releasing the muscle on (B)(6) 2019.